Event description:
The hcp reported that the pump was explanted after an implant duration of 27 months and replaced with another device. The hcp reported that "past 2 months of checking reservoir contents of pump, volume indicative of underinfusion". The pt returned to "preimplant spasticity levels".